Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user contacted support for assistance with an infusion set supply change and reported elevated glucose levels while using the ilet; the user had not checked the prior infusion site or pump for leakage and reported heavy breathing, and the agent provided education that the ilet may require two to four weeks to learn the user¿s insulin needs. Symptoms included hyperglycemia and heavy breathing. Outcomes included successful resumption of insulin delivery after guided infusion set replacement. Investigation included remote troubleshooting and user education. Investigation of this case revealed no device alarms or alerts and no confirmed device failure; the event was consistent with hyperglycemia of unclear cause, with potential contribution from infusion site or set issues that were not verified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.